Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that there was an issue with the 2.4mm steinman pins sticking into several of the cutting blocks and could not be removed ¿ this happened during 2 different operations with both of the infinity instrument sets we had at the hospital the surgery was completed without issue. There was around a 5 mins delay. All the broken pieces accounted for.